Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred two hours into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: the dialyzer was returned to the manufacturer for physical evaluation. Coagulated blood was noted on both ends of the dialyzer between the screw flange and the potting cut surface. The gross visual exam did not identify any kinked, broken, looped or damaged fibers. The polyurethane (pu) material was distributed evenly and was noted to be intact without any visual damage. The visual inspection did not identify any damage, irregularities, or defects that would affect the integrity or performance of the dialyzer. The sample was subjected to a laboratory bubble point test and no leaks were observed, possibly due to coagulated blood. The dialyzer underwent a destructive disassembly to visually examine the pu cut surfaces. Both screw flanges were removed and visual examination of the pu cut surfaces noted both ends to be intact; there was no visual damage, irregularities or separations identified. The fiber bundle was removed from the dialyzer housing to inspect the inferior pu surfaces/fiber bundle. Subsequent visual exam did not identify any damage or irregularities; no kinked, looped or damaged fibers noted. Once a dialyzer product is exposed to a post-production environment, it is no longer of an original state as seen in quality testing for the release of product; as a result, laboratory testing may be inconclusive regarding the failure observed. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Upon completion of the investigation, the cause of the complaint was unable to be established.